Event description:
It was reported that an infusor lv 2 ml/h leaked from the fill port. This issue occurred during filling with diluent and 5% glucose. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation containing approximately 200 ml of fluid in the bladder. When the fill-port cap was removed, fluid was observed flowing out of the fill-port. Further examination determined that the leak was caused by a white particle trapped under the check-band. The morphology of the white particle was consistent with that of acrylic. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.